Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9660651, serial/lot #: unknown. Analysis of the 9730749 found insufficient information. Information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4), (for, uf): medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem system was not working. There was no patient present when the issue occurred.